Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly. The pump had broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the pump was exposed to water from doing the dishes. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.